Event description:
It was reported this patient received two inappropriate shocks occurring thirty minutes apart. Episode review confirmed the r-wave to t-wave ratio is poor which resulted in oversensing and the inappropriate therapy. A boston scientific technical services consultant documented and discussed the clinical observations and suggested troubleshooting. The caller followed up, stating noise was now observed in all three vectors with the patient laying down. Further discussion with the consultant was requested. No adverse patient effects were reported. A revision procedure was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this patient received two inappropriate shocks occurring thirty minutes apart. Episode review confirmed the r-wave to t-wave ratio is poor which resulted in oversensing and the inappropriate therapy. A boston scientific technical services consultant documented and discussed the clinical observations and suggested troubleshooting. The caller followed up, stating noise was now observed in all three vectors with the patient laying down. Further discussion with the consultant was requested. No adverse patient effects were reported. A revision procedure was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection identified the electrode was returned in two segments as it had been severed approximately 33.8 cm from the terminal end. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.